Manufacturer narrative:
Unit passed the rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform displacement test or lock reservoir in place due to missing retainer. Unit received with minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, missing serial number label, cracked case(battery tube), cracked battery tube threads, cracked case, broken reservoir tube lip, missing retainer, missing reservoir tube o-ring and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damaged. Customer's blood glucose value was 24.8 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.